Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing high blood glucose (bg levels (200-300 mg/dl) and correction boluses were delivered to address the bg. The cause of the high bg was not known. As the events had occurred in the past, tandem technical support was unable to troubleshoot and advised the customer to discuss the high bg with a healthcare provider.